Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was removed from the patient's body. Subsequently, a 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced; however, during the first inflation at 6 atmopheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.